Event description:
It was reported via repair work order that the scale reading was fluctuating. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was initially reported that the scale reading was fluctuating. However, there was no malfunction with the unit.

Manufacturer narrative:
Follow-up submitted as it was determined this was just training to educate customer staff in scale use, no failure of product was alleged or reported.